Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: yellow particles and deformation. After the autoclave cycle, cloudy gel was observed. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture and "benign nodules". The device has been explanted.